Event description:
Boston scientific received information that during the implant procedure, difficulties were encountered with the introducer. The right ventricular (rv) lead was advanced into the patient's heart, but then the lead became trapped in the heart tissue and was difficult to remove. There was no damage to the patient, but the lead was considered compromised due to the difficulties. Therefore, this lead was removed and another lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried blood was noted in the helix mechanism and into the lumen, and a stylet was returned within the lead. The lead was advanced into an introducer without difficulty. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.